Event description:
Patient was undergoing an elective laparoscopy with lysis of adhesions with co2 laser and right ovarian biopsy for history of rlq pain for 3 years with right ovarian cyst diagnosed in 2002. Upon advancement of a laparoscopic scissor into the laparoscope, a piece of switch blade scissor tip broke off and was retrieved laparoscopically. There has been no history of problems with this device.